Event description:
Additional information was received stating that the patient has not experienced any increase in seizure frequency since high impedance was observed.

Event description:
It was reported that the vns patient's device showed a high impedance condition during an office visit on (B)(6) 2015. The device was subsequently disabled on (B)(6) 2015. Review of the programming and diagnostic history showed normal diagnostic results through (B)(6) 2015. X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of the available programming and diagnostic history. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.